Event description:
I had essure implanted and for several years after developed severe pain in all my joints, hip pain, swelling, weight gain, hot flashes, tooth decay, hair loss, fatigue, headaches, etc. After years of testing and blood work, it came down to essure being the cause of a my health issues.